Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and the correction for the lot number and manufacture date. The tb-0535fcs thunderbeat probe was returned to the service center for evaluation for ¿device broke¿. The user¿s reported complaint was confirmed. The thunderbeat probe was connected to an usg-400/esg-400 unit and a probe check was conducted. The hand-piece did not pass the probe check. A visual inspection of the returned condition probe was performed and some tissue build up was observed. The teflon pad was inspected and it was noted that it had normal wear with some foreign residue around the edges. The distal end of the probe was placed under a microscope and inspected and observed to have the end detached. The separated piece was returned and measured to be approximately 17 mm. It was noted there was no other sections of the probe missing. The switches, wiper, handle, jaw, handle load , rotation of the knob torque were all tested and found to be functioning normally as designed, and smoothly. Based upon similar reported events and the evaluation of the returned condition of the device, the determined cause of the damaged/broken probe is attributed to the probe coming into contact to either a hard or metallic surface during activation.

Manufacturer narrative:
The device has not been returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined. Upon receipt of the device, an evaluation will be performed and a supplemental report will be submitted. Based on similar reports, this type of ultrasonic jaw/mouth breakage (probe) is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the jaw/teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
The service center was informed that the jaw of a thunderbeat hand-piece (probe) broke, in the stomach of a patient, during an unspecified procedure. It not known if the intended procedure was completed or if the piece was retrieved by the physician. It was reported that there was no patient injury.